Event description:
Additional information was received on 13oct2020. It was a percutaneous transluminal angioplasty (pta) case, and patient was treated with manual compression. There was no major blood loss (less then 200cc).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections b1, b2 and h1, and to provide additional information in section b5. It was confirmed that the actual device is no longer available for evaluation; therefore, sections d9 and h3 have been updated. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. A correction is being provided to section h3, which was inadvertently not updated on follow up no. 1. Therefore, section h3 has been updated to reflect the device is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding at the puncture site since manual compression was used to achieve hemostasis. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after placing angio-seal device, the puncture site did not close. There was reasonably high bleeding still present. There was no harm to the patient.